Event description:
The customer reported that they observed leaking of system wash fluids from the probe area of the ortho provue analyzer. Reagents on board the analyzer at the time of the incident were diluted / contaminated with the system fluids.

Manufacturer narrative:
The customer reported that they observed leaking from the probe area of the ortho provue analyzer. It is unk which tests were being performed at the time of the incident. The customer reported that the reagent red cells were contaminated and they were discarded. The customer provided no additional information. Therefore, mts was unable to perform further investigation. Mts was not able to rule out instrument malfunction. An ocd field engineer performed repairs and confirmed proper operation, returning the instrument to its expected function. No erroneous results were reported. No death or serious injury was reported as a result of this incident. The possible effect of the reported condition is that probe drip may lead to cross contamination, or carryover, which in turn could cause erroneous test results. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.